Event description:
The customer complained that when the device was removed after the laser procedure, it was found that the fiber was approx 7cm outside of the tip of the sheath. The physician looked for the fiber placement markings at the fiber lock and only a portion of one marking was present. He removed the sheath from the sterile field to be examined and none of the markings were present at that time. Debris was noted on the sheath and on both sides of the fiber lock. Debris was collected with tape and enclosed with the returned device.

Manufacturer narrative:
No patient impact or harm reported.